Event description:
It was reported that patient faced infusion set fell off event on (B)(6) 2026 during use.

Manufacturer narrative:
E1: name: ypsomed ag. Street: (B)(6). City: (B)(6). Country: switzerland. Postal code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:3003442380.